Manufacturer narrative:
Concomitant medical devices: liner neutral 28 mm i.d. Size gg for use with 48 mm o.d. Size gg shell, catalog no# 00875100828; lot no# 61658577. Allofit it alloclassic, shell for acetabulum, uncemented, 48/gg, catalog no# 00875504800; lot no# 2514853. Avenir maller, stem, lateral, uncemented, ha, 9, taper 12/14 catalog no# 0106010109; lot no# unknown. Therapy date: (B)(6) 2017. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on left side and underwent external reduction for dislocation.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation event description: it was reported that on (B)(6) 2012 the patient received left thr and after that on (B)(6) 2012 he had an luxation of the prosthesis, probably due to a false movement. It was solved on the same day with an external reduction. On (B)(6) 2012, the patient suffered a second luxation of the prosthesis which was solved on (B)(6) 2012 with an external reduction. Since a few years, the patient is furthermore having surgeries (arthrodesis) due to his scoliois. This is according to the surgeon device unrelated. This complaint covers the second dislocation occurred on (B)(6) 2012. Review of received data: - doctor notes dated 14 june 2012 were reviewed and it was identified patient was sent to or for dislocation and was reduced the same day. Doctor notes dated 20 june 2012 were reviewed and identified the patient had surgical pain related to chronic spinal issues. Doctor notes dated 27 june 2012 were reviewed and identified patient was dislocated 2nd time while standing from a chair and was reduced under general anaesthesia. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear not possible not such issue reported or observed. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) possible, no x-rays were received, therefore cannot be excluded dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible correct components were selected. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) possible, cant be confirmed, therefore cannot be excluded. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) => possible, cant be confirmed, therefore cannot be excluded. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity possible, it is not reported, however cannot be excluded. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible product combination was allowed. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible -> IFU (chapters: indications and warnings) provides the necessary and appropriate information. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head not possible -> DHR of the product shows released components met all requirements to perform as intended. - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. Possible, cant be confirmed, therefore cannot be excluded. Conclusion: patient experienced second dislocation 22 days post-op. No x-rays and surgical notes were received, hence it was not possible to make meaningful analysis of the event. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Possible reasons leading to the dislocation event could include taper (head and stem) connection due to wear, impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup), implantation on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper), inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head), soft tissue laxity, inappropriate advice by surgeon to inform patient on postoperative activities and limits and patient related issues (high patient activity, patient disregarding limits of the device) however, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-01082.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: lot# of avenir, stem added. DHR-review. Patient data added. DHR review: ref: 00-8775-028-01; lot: 2633555. Yield: 80. Delivered: 80. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: 00-8755-048-00; lot: 2514853. Yield: 30. Delivered: 28. Scrapped: 2. Reason for scrapping: set up. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: 0106010104; lot: 4018621. Yield: 24. Delivered: 24. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). The following case is related to this case: (B)(4).

Event description:
No new information.